Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the hose connector will not fit on to the integrated suction connector preventing suction. There was no report of patient involvement.

Manufacturer narrative:
The reported event was caused by a misconnected hose. The distributer tested the unit and the unit is functioning. No ge healthcare service performed.